Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the insulin gauge was inaccurate. Furthermore, it was reported that the pump touchscreen had a delayed response. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.